Event description:
It was report after the lead was implanted normally, testing through the psa showed pacing lead impedance measurements below the lower limit. Low r-wave amplitudes were also detected. Lead repositioning was twice unsuccessfully attempted. The lead was instead removed and a new lead was implanted without an issue. The patient was stable before, during, and after the procedure.